Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 69 bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation. " subject: re: incident number (B)(4) / bd vacuteiner sst ii advance tubes / acknowledgment letter good afternoon, I have to report that we continue to have problems with the gel-bd vacutainer sst ii advance tubes referred to in incident no. (B)(4) . We had 70 collections from blood donors on the 18th and 20th of march and after the collections the tubes do not retract the clot and it is expected more than 30 minutes to centrifuge. Before exposing the problem, we centrifuged the tubes at 4000 rpm / 10 min, we were instructed to centrifuge between 1300 and 2000 rcf for 10 min. We performed the calculations with the radius of 16 cm of our centrifuge and started to centrifuge at 3000 rpm / 10 min and we continue to have problems in most tubes, they do not have clear serum, some tubes do not seem to have been centrifuged. Analyzing only 30 to 40% of the collected tubes, they presented themselves as expected. This situation is recurrent and we do not have another batch in the hospital to test, there are still 600 tubes in stock in the warehouse but they are all from the same batch (0115308). This situation brings many inconveniences to the work routine and insecurity in the analytical results obtained, I am grateful for a solution."